Manufacturer narrative:
This report contains corrections to field: h6: device codes.

Event description:
It was reported that shortly after implant this right ventricular lead exhibited high capture threshold. An x-ray was performed, and a perforation was noted. This device was successfully repositioned. No additional adverse patient effects were reported.

Event description:
It was reported that shortly after implant this right ventricular lead exhibited high capture threshold. An x-ray was performed, and a perforation was noted. This device was successfully repositioned. No additional adverse patient effects were reported.